Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported shutdown and error message issue. No abnormalities were observed during analysis and the programmer was working normally without issue. A software update was done as a preventive measure. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a total shutdown and displayed and error message during an interrogation. The programmer is expected to be returned for service. There was no patient involvement.